Event description:
It was reported that the user observed an issue with color on inset 23" infusion tubing while using the ilet and experienced elevated blood glucose after eating without immediate access to supplies; the user reported no insulin delivery interruptions and no leakage from the ilet or infusion site, and was advised to monitor blood glucose and change the tubing if levels did not improve. Symptoms included hyperglycemia. Outcomes included no hospitalization and no medical intervention beyond self-management advice. Investigation included complaint intake, user coaching on monitoring and infusion set management, and review of available device and user-reported information. Investigation of this case revealed no evidence of device malfunction, no confirmed delivery failure, and no leakage; the event was consistent with hyperglycemia of unclear cause potentially related to meal timing and access to supplies. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.